Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 599mg/dl at the time of the incident. The customer reported that two of the sensors failed. The customer reported that yesterday she was really tense when she inserted the sensor in her so it wouldn't adhere properly. So it just came out and tried another one and it didn't adhere as well. Patient's current blood glucose was 124mg/dl. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.